Event description:
It was reported that the physician went to take the extension off and the #3 electrode had been squeezed to the side instead of the extension. He undid all the screws to the extension and when he tried to pull on the lead frayed. The silver covering on the electrode was left inside of the extension. The lead was replaced. Further information is being requested from the hcp.